Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, they had an incidence in vithas granada with the autocon. With the patient already anesthetized they have not been able to perform the intervention. They had to take the patient to reanimation without having performed the scheduled surgical process. One of the surgeons had the perception that it was transmitting more energy from the electrode account and so they canceled the surgery. The cables and electrodes were new. Autocon does not recognize the generator electrode. Since the procedure was not able to complete and scheduled procedure was changed, this case is reportable.